Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the device was inspected while the device was still in the autoclave bag. The device was broken, the fiber was broken. The end that was broken off was not returned for inspection. The reported event was likely due to mishandling of the fiber. Possible ways the fiber could have broken are from being over-flexed past the minimal bend radius by coiling the fiber or forcing the fiber through a scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that a laser fiber was being fired inside the patient. Fiber broke halfway up the scope. Energy came through the scope and shot the surgeon¿s thumb. Laser fiber shot thru an olympus scope and burnt the surgeon's glove. The surgeon was confirmed to not be harmed. There was no patient injury or adverse event reported to olympus.